Event description:
The alarm has never been used on my son for safety reasons. It is new and arrived sealed from the company (malem (B)(4)). The alarm has a mfg defect which makes it heat up as soon as batteries and sensor is connected. This is dangerous. I was demonstrating it to my son and clipped the alarm on my pajama top. After 20 mins, I felt stinging on my shoulder bone. It was very hot. I removed it and smelt burning plastic. I can't use this on my son as it is scaring us. FDA safety report ID# (B)(4).